Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: break.

Event description:
Physician reported "a free floating tab on removal of this expander." Device not implanted.

Event description:
Healthcare professional reported "a free floating tab on removal of this expander." Affected side is unknown. Device was explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: break: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: n/a; "free floating tab on removal of this expander". Additional, changed, and/or corrected data: b1, b2, b5, d1, d4, e1, g2, g4, h1, h4, h6, h11.